Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 04-mar-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false negative result on a patient. There was no patient information nor details surrounding the event. Return product is not available for investigation. Method: I-stat tested: ni result: 0.13 ng/ml sample: a sample lot# *s24282. Method: I-stat tested: 1203 result: 0.01 ng/ml sample: b sample lot# s24282. Method: I-stat tested: ni result: 0.01 ng/ml sample: b sample lot# s24282. Method: I-stat tested: 1203 result: 0.01 ng/ml sample: c sample lot# s24325. Method: I-stat tested: ni result: 0.02 ng/ml sample: c sample lot# s24325. *unexpected result at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
(B)(4). The investigation was completed on 12-may-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. While retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure), ctni cartridge lot s24282 is associated with an unrelated previously identified deficiency for missing portion pack barcode labels, as documented in quality record (qr) 1034059.